Manufacturer narrative:
Date of event: estimated dates. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effects of pseudoaneurysm and pain are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in a common femoral artery via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure using the pre-close technique, on (B)(6) 2020. The sheath was upsized to an 18f and the pevar procedure was completed. Hemostasis was successfully achieved with the pre-placed proglide sutures. A few weeks after the procedure, the patient complained of leg pain that continued to get worse. An ultrasound was performed and confirmed that the patient had a 2.8mm pseudoaneursym at site where the proglide sutures were used. On (B)(6) 2021, cut down surgery was performed to treat the pseudoaneurysm. The patient still had pulse in the leg. The surgery was performed as an outpatient. There was no adverse patient sequela following the cut down surgery and no reported clinically significant delay in the procedure or therapy. No additional information was provided.